Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an MRI, it was noted that the device went into backup vvi mode and there was a loss of hv therapy. The vibratory alert was no longer working and the patient was enrolled in merlin.net. Device reprogramming resolved the issue. The patient was in good condition with no adverse consequences.